Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient experienced a pump off alarm which resolved after system controller exchange. Log file review was requested which revealed a driveline disconnect on (B)(6) 2026 at 11:27:04 resulting in a pump stop. The driveline was reconnected at 11:27:27 then the pump returned to operating above the low-speed limit at 11:27:31. The pump operated as intended until the driveline was disconnected again at 12:27:02 and the pump stopped, which was associated with the system controller exchange. No other unusual event's were noted in this log file. The patient did not experience any adverse event related to this event.